Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer to rely on a backup therapy if the pump battery depletes before the new supplies arrive.

Manufacturer narrative:
The failure investigation has been completed, and the alleged issue was verified. Additionally, a different issue was identified.